Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube, broken off reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump have an intermittent response. It was stated that the buttons weren't pressed for longer than 3 minutes and the device was not bumped or dropped. The customer cleaned the battery cap and changed the battery but anomaly persists. Blood glucose value was 7.9 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.